Event description:
It was reported that the deep brain stimulation (dbs) patient underwent an explant procedure for an unknown reason. The current location of the device remains unknown. No additional adverse patient effects were reported and no additional information was available.

Manufacturer narrative:
Block b3: approximated based on the date the manufacturer became aware of the event.

Manufacturer narrative:
Block b3: approximated based on the date the manufacturer became aware of the event.

Event description:
It was reported that the deep brain stimulation (dbs) patient underwent an explant procedure for an unknown reason. The current location of the device remains unknown. No additional adverse patient effects were reported, and no additional information was available. Additional information indicated that the dbs patient underwent an explant procedure as part of an elective replacement, following confirmation that the implantable pulse generator (ipg) had reached its end of service. The patient is recovering well postoperatively. In accordance with facility policy, the explanted device was disposed and will not be returned.